Event description:
It was reported that the user experienced consistent overnight low glucose values while using the ilet, leading customer care to guide a factory reset and complete setup steps (cgm pairing, insulin cartridge and set changes, and weight entry), after which the user resumed automated insulin delivery; oral glucose was used to treat a documented low of 39 mg/dl, and the cause of the hypoglycemia was unclear. Customer care provided support that included communication with the user and follow up, which the user declined to provide further information. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. Symptoms included hypoglycemia and dizziness. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.